Event description:
During the attempted stenting of the renal artery (side unk), the balloon of the stent delivery system (sds) would not fully inflate. The balloon would only inflate three quarters of the desired amount. When the physician attempted to deflate the balloon, the radiopaque tip of the catheter and the balloon of the sds remained in the renal artery. Contrast was injected into the target vessel and showed the partially deflated balloon filling most of the space in the renal artery. After two hours of attempting to snare the balloon from the patient, the renal artery started to collapse. Vascular surgery was consulted and decided that surgery would be too risky for the patient. It was determined to leave the balloon in the artery. The patient was admitted to the hospital overnight. The next day the patient felt little pain and was cleared for discharge from the radiology perspective.

Manufacturer narrative:
The product is not available for evaluation and testing.